Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She was able to remove the remaining tampon pieces from her vaginal cavity. She did not experience any adverse health affects and did not seek medical attention.